Event description:
Physician attempted to use an inpact admiral dcb balloon catheter with a 6fr non-medtronic sheath and a 0.036 non-medtronic guidewire during treatment of a calcified lesion in patients superficial femoral artery. Severe vessel calcification was reported. Artery diameter reported as 5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated. The vessel was post-dilated with an inpact admiral dcb balloon. A non-medtronic inflation device was used for balloon inflation. 50/50 contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A pin hole balloon burst was reported on first inflation at 10atms during procedure. The balloon did not detach during the event. The device was safely removed from the patient. A replacement inpact admiral dcb balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.